Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing non-patient sleeve with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use bd vacutainer multiple sample luer adapter the sleeve was missing. The following information was provided by the initial reporter: there was no rubber of non-patient side needle.